Manufacturer narrative:
H2) additional information: the product ID: bi71000874r, product ID: bi71000443r, and product ID: bi71000442r, were returned unused to the manufacturer and are no longer considered a part of this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: product ID: bi71000874r (unknown serial/lot), product ID: bi71000443r (unknown serial/lot). Product ID: bi71000442r (unknown serial/lot). Product ID: bi71000444r (unknown serial/lot). H3, h6) the system was serviced in the field. In summary, the x collimator was not initializing with error 100.0040. Troubleshooting was performed during system service. It was reported that the x and y collimator connections were switched in the rotor motion controller but the error persisted. For troubleshooting purposes, a two-dimensional long film (2dlf) was temporarily installed but the system error persisted. As a result, a rotor motion controller along with its firmware was installed and loaded and the system rebooted normally without any errors. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used in an unknown procedure. It was reported that the mobile viewing station (mvs) booted up to an error code on the pendant: "error initializing collimator." There was no reported impact to patient's outcome and surgical delay was not provided.

Manufacturer narrative:
H3/h6: evaluation of the returned rotor motion control: (B)(6), lot#: r060523030 rev. F confirmed the event. The system did not initialize. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the procedure was a spinal fusion. The surgery had to be rescheduled.